Manufacturer narrative:
The suspect device remained in the patient an could not be returned for evaluation; therefore, the relationship between the device and the cause of the reported event is undetermined. The lot number of the suspect device was not available; therefore, the customer's shipment history was reviewed to identify a potential lot number associated with the device. Three lots shipped to the customer, prior to the reported incident, were identified. A search of the complaint database revealed no additional complaints reported for any of these lots. The october 2007 15-month band ligation product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that an esophageal ligation procedure using a speedband super view super 7 ligator was performed (male patient, weight unknown). According to the complainant, "the physician placed six bands on the esophageal varices and there was normal peristaltic movement. After the placement, the physician noticed severe bleeding in the esophagus. Due to the bleeding, the physician was unable to see if any of the bands had dislodged. As a result, the patient was intubated and a sclerotherapy needle was used in the varices to stop the bleeding". Reportedly, "the patient was then transferred to ICU for observation, given blood replacement therapy"; the patient has been discharged from the hospital.